Manufacturer narrative:
Insulin pump received with an external flash crc error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test due to external flash crc error alarm. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label, stained keypad overlay and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump was not working. The customer's blood glucose was 280 mg/dl. The customer also reported that they had pump error alarm. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.